Event description:
Endocardial steroid-eluting tined "j" lead 1642t, outside box indicates, use before: 2010/07/31. Inside packaging of product with same serial number indicates use before: 2007/07/31. Manufacture date on both 2007/07/01. St jude medical representative contacted with regards to the discrepancy, they verified that the use before: 2010/07/31, is indeed the correct date. Procedure continued, lead was placed, no complications. Full disclosure made to patient, who indicated full understanding.